Event description:
International affiliate reports the perforator failed to disengage while drilling the cranium. However; the surgeon was able to stop the perforator before finishing the hole. He used a small drill to complete the hole. There was no injury to the pt.